Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51mg/dl. Low bg cause was not known. Customer did not take action to address bg. Customers hcp advised patient to call into tandem. Recommendation was made to consult with a healthcare provider to discuss diabetes management.